Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the haziness all over screen of insulin pump that had made it harder to see. Customer¿s blood glucose level was unknown. Customer also reported that stop rewinding during the rewind process. The insulin pump will not be returned for analysis.